Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer experienced low blood glucose since (B)(6) 2017. The caller feels that the pump was over delivering as on one occasion, the pump showed a bolus in the middle of the night when the customer was asleep. The customer had blood glucose of 40 mg/dl at the time of the incident. The customer was at 399 mg/dl at the time of the call. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been provided which was not included with the initial report. The information has been provided in section b of this report.

Event description:
It was reported via phone call by customer's mother that she was informed to send the insulin pump with of the settings at zero. However, she is looking at the pump history and noticed that the bolus wizard has been giving 18units when only 3units were suggested. The customer's mother stated this has been occurring for a long time and will send pump as is.